Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call the customer experienced a high blood glucose level of 440 mg/dl. The customer had no symptoms and treated with manual injections. Customer's spouse reported that the customer was not receiving any insulin and the device started to alert high blood glucose and check blood glucose levels. Customer's spouse changed out the reservoir and the infusion set. Customer had been experiencing high blood glucose since 10:00 pm and last infusion set was changed at 2:00 am. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump did not pass the first high pressure test but passed the second test. Customer's spouse was advised to change the infusion set, reservoir, and insulin to spouse was advised to change the infusion set, reservoir and insulin, then to treat per healthcare professional's instructions. The product is not returned for analysis.